Manufacturer narrative:
Previously stated the lens explant date is unknown. Additional information-the lens was explanted on (B)(6) 2018. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens explant). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, diopter -15.00, into the patient's left eye (os) on (B)(6) 2018. The surgeon notes a "high vault and oversized lens." The lens was explanted (date of explant unknown) and replaced with an iol lens.